Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, dyspareunia, urinary and bowel problems, emotional distress and a product problem. It was also reported that the plaintiff experienced pelvic pain, and incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00238.